Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that led to a lead safety switch (lss) to be triggered. The health care professional (hcp) called technical services (ts) for a review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead pacing impedances and thresholds appeared to be gradually increasing since april. Ts discussed possible causes, provided programming and in clinic evaluation recommendations. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.